Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f1908 captures the reportable event of re-opening of the vaginal mucosa and adjustment of the mesh.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during an examination under anesthesia + total laparoscopic hysterectomy + transvaginal tape procedure performed on (B)(6) 2011 to treat dysuria, dysmenorrhea, dyspareunia, menorrhagia, and stress urinary incontinence. The procedure was completed with no complications reported. The patient tolerated the procedure well and transferred to the recovery area in stable condition. During the procedure, there was some slight pulling of the mesh and tightening of the sling. After the closure of the vaginal mucosa, there was slight tension in placing the foley catheter which led to reopening of the vaginal mucosa and adjustment of the mesh. As reported by the patient's attorney, the patient experienced an unknown injury postoperatively.